Manufacturer narrative:
Batch review performed on 31 july 2024. Lot 2256032: (B)(4) items manufactured and released on 07-feb-2023. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot. Clinical evaluation performed by medical affairsdirector. After surgery, the surgeon discovered a spiral and fibula fracture after removing the amis leg positioner. According to report, the 87-year-old patient had poor bone quality, and this is definitely confirmed qualitatively by the images supplied. From the aspect of the fractures, the cause should be sought in the rotation phase of the leg movement during surgery, with all probability. The leg positioner does not protect against rotational fractures, therefore the same care that would be used in handling the patient's leg should be used also when moving the limb to expose the femur with the leg positioner.

Event description:
Spiral and fibula fracture discovered after removing of amis leg positioner and confirmed by post-op x-rays. 87-year-old patient with poor bone quality. The timing of the fracture is unknown, although it is speculated that it occurred during external rotation or after external rotation and extension. Plate bone fixation surgery performed.